Event description:
Inability to walk [unable to walk], significant pain [aching (l) knee], swelling [swelling of l knee] . Case narrative: this case was linked to cases (B)(4) (cluster); (B)(4) (multiple devices for same patient). Initial information received on 05-sep-2019 from united states regarding an unsolicited valid serious case received from a physician. This case involves a 64 years old male patient (113.39 kgs and 188.9) who experienced swelling (latency: unknown), significant pain (latency: unknown) and inability to walk (latency: unknown), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medication was provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 2ml, frequency unknown (lot: 8rsp015c, 30-jun-2021) for osteoarthritis in left knee. On (B)(6) -2019, patient received the second injection of the three series injection of hylan g-f 20, sodium hyaluronate. On an unknown date in (B)(6) 2019, after receiving the second injection, patient experienced swelling (latency: unknown) (intervention required), significant pain (latency: unknown) in knee (intervention required) and inability to walk (latency: unknown) (intervention required and disability). As a corrective treatment, patient was given medrol dosepak and was advised to take nsaids and elevate and follow up in 8 weeks. The patient was unable to walk without a cane. On (B)(6) 2019, patient was scheduled to receive the third injection of the three series of injection of hylan g-f 20, sodium hyaluronate, but due to pain and swelling, he was not administered another dose and would not be receiving the same due to the nature of his reaction. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions. Action taken: drug withdrawn. Corrective treatment: cane, medrol dosepak, nsaids and elevate for inability to walk; medrol dosepak, nsaids and elevate for rest of the events. Outcome: unknown for all events. A product technical complaint was initiated for synvisc (lot: 8rsp015; expiration: jun-2021) on 24-sep-2019 with global ptc number (B)(4). The production and quality control documentation for lot 8rsp015 expiration date (jun-2021) was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsp015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-sep-19 there were 8 complaints on file for lot 8rsp015 and all related sub-lots. 8 complaints were on file for lot 8rsp015c: 1 complaint on file for luer lok defect. 7 complaints on file for adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation completion date was 24-sep-2019. Additional information was received on 24-sep-2019. Global ptc number and ptc results were received and text was amended accordingly. Additional information received on 19-nov-2019 from medical assistant. Patients weight and height added. Suspect product therapy dates updated. Seriousness criterion for event of inability to walk updated. Clinical course updated. Text amended accordingly.

Event description:
Inability to walk [unable to walk] significant pain [aching (l) knee] swelling [swelling of l knee] case narrative: this case was linked to cases (B)(4) (multiple devices for same patient) initial information received on 05-sep-2019 from united states regarding an unsolicited valid serious case received from a physician. This case involves a 64 years old male patient who experienced swelling (latency: unknown), significant pain (latency: unknown) and inability to walk (latency: unknown), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 2ml, frequency unknown (lot: 8rsp015c, (B)(6)2021) for osteoarthritis in left knee. On (B)(6) 2019, patient received the second injection of the three series injection of hylan g-f 20, sodium hyaluronate. On an unknown date in (B)(6)2019, after receiving the second injection, patient experienced swelling (latency: unknown) (intervention required), significant pain (latency: unknown) (intervention required) and inability to walk (latency: unknown) (intervention required). As a corrective treatment, patient was given medrol dosepak and was advised to take nsaids and elevate and follow up in 8 weeks. On (B)(6)2019, patient was scheduled to receive the third injection of the three series of injection of hylan g-f 20, sodium hyaluronate, but due to pain and swelling, he was not administered another dose and would not be receiving the same due to the nature of his reaction. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions. Action taken: drug withdrawn. Corrective treatment: medrol dosepak, nsaids and elevate for all events. Outcome: unknown for all events. A product technical complaint was initiated for synvisc (lot: 8rsp015; expiration: jun-2021) on (B)(6)2019 with global ptc number (B)(4). The production and quality control documentation for lot 8rsp015 expiration date (jun-2021) was reviewed. The investigation showed that the product met specifications. No associated non conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 8rsp015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 24-sep-19 there were 8 complaints on file for lot 8rsp015 and all related sub-lots. 8 complaints were on file for lot 8rsp015c: 1 complaint on file for luer lok defect. 7 complaints on file for adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation completion date was (B)(6) 2019. Additional information was received on 24-sep-2019. Global ptc number and ptc results were received and text was amended accordingly.

Event description:
Inability to walk [unable to walk] . Significant pain [aching (l) knee]. Swelling [swelling of l knee] . Case narrative: this case was linked to cases (B)(4) (cluster) and (B)(4) (same patient). Initial information received on 05-sep-2019 from united states regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old male patient who experienced swelling (latency: unknown), significant pain (latency: unknown) and inability to walk (latency: unknown), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 2ml, frequency unknown (lot: 8rsp015c, 30-jun-2021) for osteoarthritis in left knee. On (B)(6) 2019, patient received the second injection of the three series injection of hylan g-f 20, sodium hyaluronate. On an unknown date in (B)(6) 2019, after receiving the second injection, patient experienced swelling (latency: unknown) (intervention required), significant pain (latency: unknown) (intervention required) and inability to walk (latency: unknown) (intervention required). As a corrective treatment, patient was given medrol dosepak and was advised to take nsaids and elevate and follow up in 8 weeks. On (B)(6) 2019, patient was scheduled to receive the third injection of the three series of injection of hylan g-f 20, sodium hyaluronate, but due to pain and swelling, he was not administered another dose and would not be receiving the same due to the nature of his reaction. It was reported that the physician had two other patients who received treatment with the same lot number and experienced the same reactions. Action taken: drug withdrawn. Corrective treatment: medrol dosepak, nsaids and elevate for all events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.